Manufacturer narrative:
Based on the claim against the product by the customer noting that universal surgical manipulator (usm) 4 faulted, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The usm was analyzed and found to have an error when installed onto a test system, and it failed the fiber test on a rolling loop. A new gold rolling loop fiber was installed, and the error went away. The original rolling loop fiber was re-installed, and the error returned. The reported error was found in the error logs as well. The complaint regarding the usm faulting was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system displayed an unspecified error fault on universal surgical manipulator (usm) arm 4. The customer received phone assistance from the technical support engineer (tse). The site had disabled usm arm 4 prior to the call. Tse advised the customer that they would need to restart the system (system power cycle). Customer deferred and informed tse that they will attempt this when clinically possible. The tse had the customer hard power cycle the patient side cart but the usm arm 4 faulted out again upon power up. The user completed the procedure using the remaining usm arms. No known impact or patient consequence was reported.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, fse reproduced the issue and replaced the usm arm 4. After replacement, the system was tested and verified as ready for use. The replaced usm arm was returned to isi for evaluation; however, failure analysis has not been completed at this time. The complaint was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue.